Manufacturer narrative:
A vigilance ii monitor was received for evaluation at the local service provider in brazil. The report of ¿monitor did not turn on¿ was not confirmed. The monitor displayed ¿in vitro calibration¿ error message. The intermittent cardiac output (ico) test results and the injectate temperature (it) frame were out of range without error messages. The it frame expected value is 5.1 degrees celsius (+/-0.1) and the value presented was 20.5 degrees celsius. The device history record was reviewed with no related non-conformances found. Injectate. A temperature curve is produced that measures the change in temperature from the entry of the fluid to the thermistor at the end of the catheter. This temperature curve is used to compute the cardiac output (co). In this case, the ico values and it values were out of range during evaluation. This would cause an erroneous temperature curve and therefore an erroneous cardiac output, which may affect treatment decisions if this nonconformance were to occur in the field. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. This monitor has an expiry date of march 25, 2015 and has passed its recommended use life. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, this vigilance ii monitor did not turn on, making the device unusable. There was no allegation of patient injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.